Event description:
Per the study, twenty-two days after the procedure, the pt was admitted with pain at rest of the right leg (index treated site). Mild stenosis was noted within 5mm at the origin of the stented region and occlusion distal to the stent region in the adductor canal. The action taking was (pta) percutaneous transluminal angioplasty of the (sfa) superficial femoral artery at the origin and distal to the stented region with a 5x80mm fox balloon, with good results.

Manufacturer narrative:
Per the study, this male pt underwent the index (pta) percutaneous transluminal angioplasty procedure of a 3.7cm mid (sfa) superficial right femoral artery with some proximal disease. The lesion was located 10cm above the upper pole of the patella and therefore, the pt was suitable for the super study. The anterior tibial and peroneal arteries were patent in the calf, although there was tight stenosis at the origin of the common peroneal trunk. The lesion was negotiated subintimally with the terumo guidewire and position was confirmed to be luminal by angiography. However, it was noticed that there was slow flow into the runoff and a dissection was noted, although there was very little manipulation at this site. The primary lesion was stented with a 6x80 smart stent per protocol. The stent was post dilated with a 5mm balloon. There was significant delay flow in the distal dissection that was treated with prolonged inflation with a 5mm and 4mm balloon. Flow was acceptable after this maneuver. The lesion at the origin of the common peroneal was treated with a 3mm angioplasty with good results. In view on the complicated procedure in the right leg and the amount of contrast used it was elected not to proceed with the left leg angioplasty at this point, but to reschedule the pt at a later date. After the procedure the pt suffered a puncture site haematoma, but no action was performed. Six days after the procedure, the pt was emergently admitted for a painful right foot that was treated with analgesia. Thirteen days after the index procedure, the pt was diagnosed with left sfa stenosis that was treated with pta a month later. Fourteen days after the index procedure, the pt had hyperkalaemia and the action taking was unk. Forty-nine days after the index procedure, the pt returned complaining of pain at rest and gangrene of the right fourth toe. The action taking was amputation of the right fourth toe. Three months after the index procedure, the pt was admitted with ulcers of the third right toe, and the action taking was amputation of the toe. Additionally, during the same time period ulcer of the second right toe, left and right great toe were reported. The action taking was medical treatment. Ten months after the index procedure, the report indicated that the pt underwent amputation of the third right toe. All the events were noted to be unrelated to the device and highly probably related to the procedure. Although all the events were unrelated, the pta at the origin of the stented area, reported at twenty-two days, was inadvertently not reported, but at this time, after further review of the file, is being submitted. The product remains implanted and will not be returned for analysis. Additional info will be submitted within 30 days upon receipt.